Event description:
A heartstart mrx processor pca was received without any allegation of malfunction or parent device associated therewith. Failure analysis tested the component, which booted to a splash screen boot loop. The problem was not corrected with a reflash; the display went black. Additional information was requested with respect to the origin device. This processor pca was placed on a test defibrillator for failure analysis. The unit powered up, displaying a cpld error screen. The pca was reflashed successfully and the pca passed all testing. Additional information was requested with respect to the origin device. No further information is available. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. This cannot be traced to a parent device based on good faith effort request for additional information. The processor pca has been archived and no further evaluation is warranted at this time.